Event description:
Pt is reported to have deveoped a burn with 4 blisters, each approx 4mm in diameter and located on the side of the knee, following treatment with the anodyne professional unit administered by a health care professional. The pt rec'd medical treatment of silvadene, an ointment which is available over the counter. Pt burn has completely healed.